Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, the device was unable to be interrogated via radio frequency (rf) telemetry. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was in radio frequency (rf) telemetry lockout associated with excessive frequent rf telemetry usage. Rf telemetry lockout is a safety feature of the device and not a malfunction. The device was interrogated in clinic by programmer and the rf telemetry was restored. The patient was in stable condition.